Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that the emergency medical services came and took them for hospitalization. The customer stated that they woke up with the emergency medical services and blood glucose was 90 mg/dl. The customer stated that they were given IV and food to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that the battery was not lasting. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery volume accuracy test. The insulin had cracked battery tube threads and minor scratched lcd window. The insulin pump was returned without the original battery cap and unable to verify damage battery cap.